Manufacturer narrative:
The mayfield composite series skull clamp (ID a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, the unit has a slight up and down movement in the lock. As a result, it is recommended that the unit receive a preventive maintenance (pm) service to refresh any worn parts. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted no additional device deficiencies. To resolve the observed issues, all worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - the complaint issue of slippage is not confirmed. The unit does have a slight up and down movement while in the unlocked position, but it does not move once put under pressure. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that while positioning and locking the mayfield composite series skull clamp (a3059) for an arteriovenous malformation (avm) procedure, the patient's head slipped resulting in lacerations to the skin that required staples. The patient is stable with no injury other than the skin laceration. There was minimal delay of 10 minutes.